Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes due to undersensing issues. No intervention was performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.